Event description:
It was reported that the customer had an a17 alarm and a21 alarm on the insulin pump. The customer's blood glucose level was 227 mg/dl. The customer stated that a temp basal was not programmed before the a21 alarm occured. The customer stated that the alarm did not occur shortly after inserting a new battery. It was explained to the customer the a21 alarm is recurring during normal insulin pump use. The customer was advised that the insulin pump need to be replaced. The was advised to monitor the insulin and continue wearing it until replacement arrives. The customer stated that he did not want to troubleshoot for the a17 alarm.

Manufacturer narrative:
No unexpected alarms or reset were noted. The insulin pump passed the self test and reset error test and communicated properly with the test blood glucose meter. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.